Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via e mail to document his 5 day hospitalization for diabetic ketoacidosis for high blood glucose of 650 mg/dl. The hospitalization was in 2008. No further information was given.